Event description:
The pt reportedly experienced lack of progress and facial nerve stimulation. Testing showed that the pt's device is functioning within normal limits. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery has been scheduled.